Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated upon removal the tampon unraveled and fell apart. A week later her vaginal area was inflamed, and itchy. She called her obgyn's office was spoke to the nurse which told her it sounded like a yeast infection. The consumer bought (B)(6) to treat her yeast infection which lasted for 4 weeks. Consumer is also experiencing a sharp stinging feeling in my pelvic area.